Event description:
The pt reported that after wearing the pod for 2 days there was no sign of bleeding and it was still stuck to her skin. On (B)(6) at 4:00 am she woke up and noticed there was blood flowing out form her stomach and it was running down her leg to her feet and all over the floor. The pod was then removed and she noticed the cannula looks jagged and sharp towards the tip. She was not able to stop the bleeding so she decided to go to the emergency room in mcdonough district hospital. At the emergency room her site was raised about 2-3 inches and they gave her an x-ray to ensure the cannula was not in still in her. She was diagnosed with an infection from a puncture wound. The nurse cleaned the site and bandaged it with gauze and tape. She was released form the emergency room. The insertion site is now a yellow bruise and it was about the size of a half a dime.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the pt's infection. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria.